Event description:
The physician attempted to float the balloon to advance the catheter. The physician stated that the balloon was not working. Clear fluid backed up into the sterile covering. This catheter had originally been placed in the or in 2005. It appears that the balloon may have ruptured. Discontinued by physician.